Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 1 year post implantation due to dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical record (x-ray image) was provided and reviewed by a health care professional. Review of the available records identified the following: single oblique view of the left hip, undated. Left hip arthroplasty components are anatomically aligned. There is no dislocation. Bone quality is osteopenic. There are scattered areas of radiolucency as noted but no evidence of implant loosening. No anatomical or implant concerns are identified on this image. It is unknown if the image was taken prior to or after the dislocation, as the image is undated. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.